Event description:
This case was initially received via regulatory authority (food and drug adminstration, reference number: mw5032101) on 12-nov-2013. The most recent information was received on 21-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain lower ("debilitating pain in my lower abdomen with the most severe pains on my right side, crippling pain"), abdominal distension ("bloating, swelling in my abdomen"), abdominal discomfort ("pressure in my lower abdomen"), allergy to chemicals ("sensitivities to chemicals"), insomnia ("insomnia"), anxiety ("anxiety") and panic attack ("panic attacks") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced abdominal pain lower (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), allergy to chemicals (seriousness criterion disability), insomnia (seriousness criterion disability), anxiety (seriousness criterion disability) and panic attack (seriousness criterion disability). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (coils and tubes removed). Essure (ess205) was removed on (B)(6) 2013. In 2013, the abdominal pain lower, abdominal distension, abdominal discomfort, allergy to chemicals, insomnia, anxiety and panic attack had resolved. At the time of the report, the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal discomfort, abdominal distension, abdominal pain lower, allergy to chemicals, anxiety, insomnia and panic attack with essure (ess205). The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she stated that she had coils and tubes removed on (B)(6) 2013 ad hysterectomy was scheduled to (B)(6) 2014. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not indicative for a quality defect per se and are of broad nature. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿.in summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case became legal. Event pelvic pain added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug adminstration, reference number: mw5032101) on 12-nov-2013. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils were broke inside my tubes'), pelvic pain ('pelvic pain'), abdominal pain lower ('debilitating pain in my lower abdomen with the most severe pains on my right side, crippling pain'), abdominal distension ('bloating, swelling in my abdomen'), abdominal discomfort ('pressure in my lower abdomen'), allergy to chemicals ('sensitivities to chemicals'), insomnia ('insomnia'), anxiety ('anxiety') and panic attack ('panic attacks') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced abdominal pain lower (seriousness criterion disability), abdominal distension (seriousness criterion disability), abdominal discomfort (seriousness criterion disability), allergy to chemicals (seriousness criterion disability), insomnia (seriousness criterion disability), anxiety (seriousness criterion disability) and panic attack (seriousness criterion disability). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and pain ("sharp stabbing pain with any jarring movements or exercise"). The patient was treated with surgery (coils and tubes removed), , , , , and . Essure (ess205) was removed on (B)(6) 2013. In 2013, the abdominal pain lower, abdominal distension, abdominal discomfort, allergy to chemicals, insomnia, anxiety and panic attack had resolved. At the time of the report, the device breakage outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, allergy to chemicals, anxiety, device breakage, insomnia, pain, panic attack and pelvic pain to be related to essure (ess205). The reporter commented: she stated that she had coils and tubes removed on (B)(6) 2013 ad hysterectomy was scheduled to (B)(6) 2014. Concerning the injuries reported in this case, the following one was reported via social media: device breakage and pain on movement. Quality-safety evaluation of ptc: medical assessment: the medical events reported are not indicative for a quality defect per se and are of broad nature. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿.in summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- events : device breakage and sharp stabbing pain with any jarring movements or exercise were added. Reporter information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.